Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600mg/dl. The mother stated that the customer was vomiting and lethargic. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Advised the mother to remove the cannula and it was bent. The time, date, basal rates, and bolus wizard settings were correct. The high pressure test was completed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.